Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the threads at the distal end of the capturing rod assembly had broken off. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the rod with the mating part and/or misaligned insertion, prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 01/24/2025, it was reported by a sales representative via (B)(4) that a 1267-100 radiolucent targeting arm green button was defective and did not hold the sheath securely and a 5033-100 galileo capturing rod end snapped off when the surgeon unscrewed the rod. This was discovered during the case with no patient harm.